Manufacturer narrative:
The evaluation of the returned portion of the percutaneous lead (driveline) confirmed an issue that would have contributed to the reported low speed advisory events and pump stoppages. Approximately 24.5 inches of the distal end of the driveline was returned for evaluation. The patient received a prior distal end percutaneous lead (driveline) repair for pump stoppages on (B)(6) 2014 (reported under medwatch MFR #0002916596-2014-01808). The previous repair was observed from approximately 9 through 13.5 inches from the metal connector, and the ends of the repair were covered in black tape. Electrical continuity testing of the returned portion of the driveline revealed that all wires were electrically intact. Green oxidation was observed at the distal end of the previous repair. Visual inspection of the underlying wires revealed a breach in the insulation of the red wire approximately 10 inches from the metal connector (near the distal end of the previous repair), exposing the inner conductors. The observed wire damage exposed the inner conductors and appeared consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield or the copper wrap at the repair site. If the exposed conductors of the red wire made contact with the metal braided shield or the copper wrap within the previous repair while the system controller was connected to a tethered power source such as the power module, the resulting electrical short to ground could have caused the pump stoppage or low speed events observed in the submitted log file. The patient remains ongoing on pump support and no further related events have been reported. A review of the device history records showed no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 year 5 months. The patient remains ongoing on lvad support. However, a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient¿s lvad system produced low speed advisory alarms with driveline disconnected event while on power module support. No clinical symptoms were reported. Several motor stopped events while on power module support were observed during the log file review by technical services. These events were likely due to a short-to-ground shield fracture of the driveline. The x-ray images indicated an area of concern approximately 3 inches from the driveline skin exit site, just before the anchor. On (B)(6) 2017 technical services performed a distal end percutaneous lead (driveline) replacement. The maximum external length of the driveline was replaced. Post-repair, the alarms were unable to be reproduced while on a grounded patient cable.